Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'occlusion detector errors' was not reproduced. The flowline performed downstream and upstream occlusion testing and, both downstream and upstream occlusion test passed. A review of the event history log revealed "upstream occlusion!" And "downstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition undetected downstream occlusion and false downstream occlusion were verified. The cause of the condition was determined to be out of specification downstream sensor calibration values. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion detector error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.